Event description:
Pt received a 3.0 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid lad during index procedure and a 3.0 mm diameter x 18 mm length endeavor sprint rx stent in the mid cx during staged procedure. Stent implant was successful; however it was reported that approx 1.5 month post index procedure the pt was re-hospitalized and died due to acute pulmonary edema followed by a new episode of acute mi. Investigator reported that the event was possibly related to the study stent and was unrelated to the procedure. Reference MFR report numbers 9612164201101072 and 9612164201101073.

Manufacturer narrative:
(B)(4), results: (mi, death).